Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-ventricular (rv) lead exhibited loss of capture and was confirmed to be dislodged through x-ray imaging. As a resolution the rv lead was repositioned on (B)(6) 2025. The patient condition was stable.